Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that he had a sensor that was not communicating with the transmitter. Customer stated that when he removed the sensor, he noticed that it did not have a cannula. Blood glucose level at the time of the incident was 236 mg/dl. The customer also reported that he was having difficulty getting the sensor to be released from the serter. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.